Event description:
It was reported that the unspecified bd infusion set was cracked. The following information was provided by the initial reporter: we have had a couple of sets where the connector part that screws into the needless connector has cracked.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.